Event description:
It was reported that the pt felt shocking sensation in the legs during a CT scan. It was also reported that while stimulation is turned on, there was no stimulation sensation in right leg, only left leg. There was no known accident or incident related to this complaint. The pt typically leave stimulation on 24/7, however, he did turn off for a short while and then decided to turn back on, since then he hasn't felt stimulation in left leg. The pt was at home in good condition. The pt was at home and her status was 'good'. No other pt symptoms or device troubleshooting related to the device interaction were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.